Event description:
Patient reported the aligners caused one of their teeth to fall out and felt like others were going to fall out. They stopped wearing the aligners. Patient at check in also marked true to loose and broken.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.